Event description:
A doctor alleged that the herculite ultra composite was not curing for two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the composite not setting, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot number 3557071 and 4594220. Patient specifics age and gender was not provided. The doctor had to drill out the composite and completed the procedure using a different product, without further incident. The products alleged in this incident was returned; therefore, a retain sample was evaluated for lots number 3557071 and 4594220. A visual inspection revealed a homogenous paste, free of contamination. A 'depth of cure' test was performed yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.